Event description:
Allegedly femoral component fractured due to motorcycle accident. Dr wants to take "sem" photo at broken piece. Dr wants to take photo at bone interface and insert. No other info available.